Event description:
It was reported by the customer that one of their devices had experienced a frozen screen. There was no report of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.